Manufacturer narrative:
Tracking # (B)(4). Date sent: 2/11/2016. Added additional information batch # (B)(4). The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m5223t.

Event description:
It was reported that during a sleeve gastrectomy and bariatric procedure, the gun was hard to close and while firing the reload, it got stuck (jammed) where the doctor was not able to open the gun nor fire the reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.